Event description:
The patient was shocked multiple times in one day. When the device was checked it was noted that there were sensing issues. This lead was replaced and after the replacement there were no issues.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 36 cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cables to the svc shock coil and the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, deformations of the inner coil close to the df4 connector pin were found which most likely were caused by over rotation of the inner coil during the retraction of the fixation helix during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.